Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 750 mcg/ml baclofen, 4 mg/ml morphine, and 20 mg/ml bupivacaine at all an unknown dose via an implantable infusion pump for intractable spasticity, other spasticity, and myelopathy. It was reported that a pump stall occurred, a rotor study was done on an unknown date. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The pump was explanted and the issue was resolved. The catheter was tied off and left implanted. The patient's status was "alive- no injury" and no further complications were expected or anticipated. The explanted pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Interrogation of the returned pump revealed the device had been programmed to deliver 4.0 mg/ml of morphine, 20.0 mg/ml of bupivacaine, and 750.0 mcg/ml of baclofen at 0.0252 mg/day, 0.126 mg/day, and 4.730 mcg/day, respectively, in minimum rate infusion mode. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train, wearing on the upper and lower shaft of gear number two, and damage to the motor o-ring. Eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.